Event description:
It was reported via medwatch ¿patient admitted on 3/30. On day 4 of admit rn flushing tubing and needle tubing set cracked and blood leaking out. D5.45, etoposide, ifosfaminde, mesna, zofran, ativan, and normal saline were infused via this tubing set. Soft tubing just before the leur (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child). Additional info received on (B)(6) 2023: it was reported by the customer ¿the event did not involve an urgent/life threatening medical situation, clinically significant delay in medication. Needle removed and patient needed another needle insertion (discomfort, risk of infection)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.